Event description:
Same case as MFR's # 6000093-2004-00710, 6000093-2004-00712 and 6000093-2004-00713. Approximately one month after a coronary drug eluting stenting treatment procedure, the pt developed an abnormal white blood count. The pt had three taxus express2 drug eluting stents implanted in the circumflex artery approx one month ago and another taxus express2 drug eluting stent implanted in the right coronary artery four days later. Pt rec'd integrilin, plavix as well as asa. A week later pt developed "dysgeusia." The complete blood count was normal at that time. A recent cbc revealed a white blood count of only 800. No other abnormalities associated with this blood count. The platelet count and hemoglobin are normal. No other info is available.